Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to corroded motor home switch. Moisture damage was found on the electronics. The insulin pump was received with cracked display window corner, battery tube threads, reservoir tube lip and scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer's blood glucose was 140 mg/dl at the time of incident. The insulin pump will be returned for analysis.